Manufacturer narrative:
The reported events of high pacing impedance and r-wave amp variation were not confirmed. The device was above elective replacement indicator (eri) upon receipt. Final analysis did not find any anomalies.

Event description:
It was reported that the patient presented for a scheduled device replacement procedure. During the procedure, the newly placed implantable cardioverter defibrillator (ICD) and chronic right ventricular (rv) lead exhibited high pacing impedance. Variation in r-wave amplitude was also observed on the ICD. The ICD was not implanted, and an alternate device was implanted instead on (B)(6) 2026. Following device replacement, the rv lead exhibited high defibrillation impedance. The physician removed the device from the pocket, reconnected the rv lead after cleaning the pin and electrodes, and the impedance returned to the normal range. The patient remained in stable condition.